Event description:
It was reported that, "insert would not lock into baseplate."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.